Event description:
During surgery, a scrub tech noticed something drip from the bottom of the suction irrigator. This is a disposable item that is attached to an IV bag for irrigation. At the time of opening and handing off to the sterile field, the sterile packaging was intact and showed no evidence of contamination in the plastic packaging container. Upon investigation the battery component was opened up and the batteries showed corrosion. The battery itself wasn't expired but was oozing. The product comes in a sealed package, sterile. The staff checked the integrity of the package prior to the case. The package did not appear to have any abnormalities - no leakage noted on the package.